Event description:
In early 2009, the pt reported that yesterday he woke up with an elevated blood glucose reading of 337 mg/dl. His normal range is 110-120 mg/dl. He stated that when he tried to bolus insulin to correct his reading, he discovered insulin was coming out of the bottom of the cartridge and spilling into the cartridge chamber of his infusion device. He immediately shook out the insulin and dried the chamber out. He inserted a new cartridge and bolused insulin to correct his reading, which is now within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.